Manufacturer narrative:
Device not returned.

Event description:
Complaint received that alleges "customer stated that the unit had "exploded"". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation. No indication event caused or contributed to permanent impairment or death.